Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/2/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: keypad cover is intact and all keypad buttons respond normally, keypad cover removed and no contamination was found under contacts, unable to duplicate the complaint.